Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the piston stopped while the unit was in use on a patient. There was no patient compromise. The customer evaluated the unit and found that the ventilator passes the patient circuit calibration, but the driver does not start on the performance check when the start/stop button is depressed. The customer determined that a faulty driver controller board caused the driver to stop.